Event description:
At monthly visit, patient told nurse the device wakened patient at 2:30 am that morning with "bonging". Patient pressed "ok". The device kept bonging. Patient pressed the response buttons. The device kept bonging. The patient said, patient then disconnected the battery pack because patient was afraid he might get shocked. Patient reinserted the battery and it did not alarm patient again. Examination of downloaded information from the patient's device indicated an asystole recording with unusual periodic waveform. The patient's electrode belt and monitor were replaced.